Event description:
An endurant stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately 4 years and 11 months post-index procedure, a type ib endoleak was identified involving the right limb (etlw1613c93e). The common iliac artery anatomy had dilated, causing the limb to lose its seal and migrate proximally into the aneurysm sac. An intervention was performed two days later, during which an endurant limb and an endurant cuff were implanted. It was said that although there was no type ia endoleak, it was noted that there was additional space from the top of the esbf2514c103e graft to the renal arteries, as the original implant had landed lower than planned. The physician noted that there was no concerns with the bifurcate stent graft but wanted to implant the cuff to prevent further issues. According to the physician, the cause of the type ib endoleak was most likely due to a short common iliac artery landing zone, combined with progressive dilation of the common iliac artery, which resulted in loss of seal over time. No additional sequelae were reported, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.